Manufacturer narrative:
Implant date - (B)(6) 2008. No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a routine device exchange, externalized conductors were noted on the lead via fluoroscopy. All electrical measurements were normal and the lead remained implanted and connected to a non-sjm device. The patient is in stable condition and will be monitored.